Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, minor scratches to lcd window, scratched reservoir tube window, cracked battery tube threads, stained address/serial number label and stained end cap sticker. The insulin pump passed the displacement test.

Event description:
It was reported that the customer had high blood glucose levels of 131 mg/dl. The customer reported that the insulin pump had a crack on the reservoir compartment near the entrance. No additional information was provided.